Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery that was heavily tortuous and 90% stenosed. An attempt was made to cross to the lesion with the 3.5x23 mm promus stent delivery system (sds); however, after several attempts, was not able to cross. The stent implant was observed to have moved on the balloon on angiography and the sds was retracted from the patient. It was confirmed that the during preparation the sds was checked and the stent implant was mounted correctly on the balloon. A new promus sds was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. It is indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.